Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Twenty-two (22) unused samples were returned for evaluation. The samples were visually and physically evaluated per specification. All samples passed both tests successfully. Based on the results of the sample evaluation, the product met internal specifications. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: per the account, the customer reports that the filters bog down the pressure lines and do not allow sufficient transfer of the pressure from the bags to compete with the patient's arterial system. When the team had pumped the flush line bags halfway through the case a large bolus of air came through the line heading up the neuronmax guide which was in the r-tvs at the time. No injury reported.